Event description:
This pi is for the revision of the original stryker construct due to loosening and pelvic discontinuity. As per pss implant request case 100750: previously infected acetabular discontinuity treated with stryker gap 66mm cage and 54 cemented osteoremedy cup with a 46mm osteoremedy head. Previous revision for loose cup, noted to have a discontinuity intra-operatively as well as infection, treated with an antibiotic spacer prior to this reimplantation update: spoke to rep: original surgery was in another state. Originally a trident 2 shell was implanted. Per surgeon, the patient had been over-reamed. This and the patient's weight led to the pelvic discontinuity. Shell was removed and an antibiotic spacer (cement plus a poly insert) were placed. The custom implant is the final stage. Rep will try to obtain usage sheets for primary and first revision surgeries, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving a trident ii shell was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.